Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a vibrate anomaly. The customer¿s blood glucose level was unknown. Customer stated that pump is not making an audible sound. The customer was assisted with troubleshoot. Customer was assisted in performing a self test and pump did not vibrate during the vibrate test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No audio beeps during self test, problem isolated to electrical board. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly damaged keypad overlay texture at left bottom corner of overlay.